Event description:
Following a novasure endometrial ablation on (B)(6) 2010, the pt had chills and fever (date unk). The pt was admitted to the hosp (date unk) with "sepsis". A blood culture taken at that time was positive for (B)(6). The white blood cell (wbc) count was "normal but with 33 bands". The pt was discharged on (B)(6) 2010. On (B)(6) 2010, it was reported that "the pt is doing well". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is rec'd, a supplemental medwatch will be filed. (B)(4).